Event description:
Additional information was received from the hcp. They reported that the patient did not experience urinary retention prior to the device. Their retention has not worsened due to the device or therapy. They had no urinary retention. Catheterization was not the patient's standard of care prior to the device. They said the patient feels great; was able to empty their bladder fine and feels the device has significantly improved their overactive bladder. The issue was resolved. The device or therapy did not cause or contribute to the uti. The device was intended to treat urge incontinence. The patient had utis prior to implant. The uti was not related to the patient's underlying condition. The issue was resolved by treating with antibiotics.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient went in that weekend and got a bladder infection. Caller stated that since then the patient had not been able to empty their bladder and had only gone to the bathroom twice since last night at 6pm. Caller stated that they called the patient's healthcare provider but have not heard back yet. Caller mentioned that they decreased the stimulation that morning in the hopes that it would help the patient go to the restroom a little bit. Agent reviewed with the caller that this was something that they can do by themselves and that there was no need for the healthcare provider's permission for doing the adjustment. Caller confirmed that they were able to decrease the stimulation to where the patient was able to go twice during the call, once at noon and once when they got up from their nap this afternoon. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they experienced urinary retention prior to the device. The patient confirmed that the retention did not got worse as a result of the device or therapy. The patient stated that the catheterization was not the patient's standard of care prior to the device.